Event description:
It was reported that the patient presented to the clinic for a follow-up. A review of stored electrograms (egms) revealed that the right atrial (ra) lead exhibited noise oversensing, which was not reproducible. Programming changes and lead revision were suggested; however, no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.